Event description:
During ivtm therapy, the customer reported that liquid was leaking under the thermogard ivtm system (sn: (B)(4)) and also the start-up kit (lot #unknown) was leaking. The thermogard ivtm system did not generate an alarm or displayed any error message. Another thermogard ivtm system to continue, a new suk and completed the treatment. Patient death was reported. Please see the following related MFR report: MFR 3010617000-2021-00916 for the thermogard ivtm system (sn: (B)(4)).

Manufacturer narrative:
On august 25, 2021, this complaint was assess as a non-reportable, however, on march 1, 2022, during investigation review, this complaint is reassess and considered to be a reportable. The suk associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Ivtm therapy was completed. Usually critically ill patients receive ivtm therapy and mortality rate is high. Additional information is requested. It is likely that outcome death related to the patient's clinical condition and not to ivtm therapy. Event of death was serious because it met criteria for seriousness (death). The death is not related to device and to procedure.

Manufacturer narrative:
Following the medical safety assessment, zoll concluded that the death was not related to the start-up kit or ivtm therapy, but rather to the patient's clinical condition. Therefore, submitting this supplemental MDR to retract the initial MDR submission.